Event description:
The patient was implanted with a left ventricular assist device (lvad). The vad coordinator reported that after approximately 23 months of support, the patient reported feeling "fluttering of the pump in the chest" as if the pump was vibrating. The patient reportedly felt this at least on two occasions while on battery support and each time the green power light on the system controller flashed on and off. The patient had recently been in the clinic and another vad coordinator has applied rescue tape to a small pin hole on the percutaneous lead. The patient was admitted to the hospital for further evaluation of the percutaneous lead. X-rays of the percutaneous lead were taken by the hospital and the hospital was also going to exchange the patient's system controller. According to additional information submitted, the hospital made a decision to exchange the pump with another lvad. The device was successfully exchanged with another lvad and the patient remains ongoing without any further issue.

Manufacturer narrative:
The explanted device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.